Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose. The customer¿s blood glucose level was over 400 mg/dl. Customer also reported that insulin pump had no delivery alarm and event was resolved by changing complete set. The customer declined troubleshoot for highblood glucose. The device will not be returned for analysis.